Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a control result of 196mg/dl on the contour next usb. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control for evaluation. New meter and control were sent to the customer.

Manufacturer narrative:
Additional information remedial action and FDA correction/removal#.